Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing pain and swelling 2-3 inches above the implantable pulse generator (ipg) implant site. It was also stated that the ipg had moved up. The ipg remains in use. No further patient complications have been reported as a result of this event.